Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12895. Related manufacturer reference number: 2938836-2019-12896. It was reported that the patient presented with device pocket infection and breach of the incision site. The leads did not erode through the skin, but drainage from incision site was observed. There were no vegetations on the leads. The entire system was explanted. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.